Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm unexpected restart, blank display and failed battery test. Customer's blood glucose at time of incident was 278 mg/dl. Customer stated they were unable to do troubleshooting for unexpected restart due to blank display. Customer stated that when troubleshooting for blank display they are unable to do due to failed battery test alarm. Customer was explained the alarm and possible causes of failed battery test. Customer was advised to clear the alarm with esc and act. The customer was advised to clean the battery cap contacts with a cotton swab and isopropyl alcohol. The customer was advised to allow one minute for the alcohol to dry. The customer was advised to insert new aaa alkaline battery. The customer was advised to ensure the battery is securely fastened. Customer received failed battery test. The customer was advised that the device would be replaced. The customer was already on backup plan.